Event description:
It was reported that the air was observed in the patient ine during fill one of six of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the issue. The technical services representative assisted the patient in ending therapy and would start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.